Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent the primary tlif (l5/6) procedure for treating both lumbar intervertebral foramen stenosis and lumbar disc hernia on (B)(6) 2021. On (B)(6), the patient underwent a hematoma removal procedure. No further information is available. This complaint involves ten (10) devices. This report is for (1) mmsi rod, 5.5 x 55mm, ti. This report is 5 of 9 for (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp; kwq; mnh; mni; osh. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual analysis of the uploaded images revealed that there was no damage or defects with the mmsi rod, 5.5 x 55mm, ti. A dimensional inspection was not performed for the mmsi rod, 5.5 x 55mm, ti as the device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the mmsi rod, 5.5 x 55mm, ti was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - there is no known lot number, therefore a mre cannot be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.